Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 6 cm distal to the is-1 connector pin. The proximal and the distal lead fragment were returned. In between a 4 cm segment of insulation body was missing. The returned lead fragments were subjected to an extensive analysis. In the course of the analysis, one of the tines was found deformed. It is assumed that this damage resulted from tensile forces applied during the explantation procedure. Furthermore cuts in the insulation were observed which also most likely occurred during the explantation procedure. No further deviations were noted, which can be considered to be the root cause of the clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
This lead was capped and replaced due to dislodgment. There were no adverse patient events reported. Should additional information be received, this file will be updated.